Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the screen of the cs300 intra-aortic balloon pump (iabp) was not working properly; the screen was blue and image was distorted. The screen was blue and image was distorted. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device: the getinge field service engineer (fse) ordered the monitor and returned to the site at a later date to replace the monitor. The fse verified the unit and calibrated and passed all functional safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings and investigation conclusions), h10, h11. The getinge field service engineer (fse) that encountered the screen was blue and image was distorted during the preventative maintenance (pm). Fse replaced monitor, verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.the defective components were received for further investigation. The national repair center installed the display assembly into the cs300 test fixture and tested the display assembly as per the cs300 service manual part number 0070-00-0689 revision v. The nrc verified the failure of the display assembly (screen distorted). The display assembly will be sent to the supplier for further failure analysis per procedure number 0002-07-d008 revision aj. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.